Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a biopsy procedure. According to the complainant, during the procedure the radial jaw 3 biopsy forceps were used to successfully obtain two biopsies. The biopsy specimens were placed into the specimen jar. The forceps were then reintroduced into the patient to obtain additional biopsies. However, when the physician attempted to obtain a biopsy, it was discovered that the needle was bent. The procedure was completed with another radial jaw 3 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The exact date of the event is unknown. However, it was reported that the procedure was performed during the week of (B)(6), 2010. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a biopsy procedure. According to the complainant, during the procedure the radial jaw 3 biopsy forceps were used to successfully obtain two biopsies. The biopsy specimens were placed into the specimen jar. The forceps were then reintroduced into the patient to obtain additional biopsies. However, when the physician attempted to obtain a biopsy, it was discovered that the needle was bent. The procedure was completed with another radial jaw 3 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device revealed that the device was within specification; however the needle was bent. A functional evaluation confirmed that the device was able to open, but did not close properly due to the bent needle. Device analysis determined that the condition of the returned device was consistent with the complaint incident that the needle bent. Based on the condition of the returned device, and the evaluation conducted, the most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint.